Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with noise over-sensing on their right ventricular lead. The lead was explanted and replaced on (B)(6) 2020. During the procedure, the physician found an insulation breach on the lead. Patient was stable after the event.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.0cm to 9.6cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.